Event description:
Complaint alleges: a report has been received indicating the skin stapler has failed to function due to the staples "getting stuck and jamming up". Additional information was requested about the reported defect, but no additional information was received. No patient injury reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.